Event description:
Transverse cable take-up unistrut mounting screws stripped out of the t-nut brackets causing 10-foot rail to fall on patient's leg.

Event description:
Transverse cable take-up unistrut mounting screws stripped out of the t-nut brackets causing 10-foot rail to fall on pt's leg.